Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is due to loose and broken screws and the resulting instability of the nail. The cause of the broken and loose screws is unknown. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The first im nail was replaced with a 9mm x 400mm, standard nail using two proximal screws and 2 distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the right femur; was exchanged due to a non-union.